Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe drops of insulin exit the end of the tubing during filling. Reportedly, a new cartridge was loaded with 150 units of insulin and the customer observed insulin existing from the end of the tubing; however, due to accidentally exiting the load screen, the customer received a minimum fill notification. The customer loaded a new cartridge successfully. Blood glucose level was 216 mg/dl.